Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in uterus') and device expulsion ('coil embedded in uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal distension ("bloating") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (surgery is 6th january). Essure was removed. At the time of the report, the embedded device, device expulsion, genital haemorrhage, abdominal distension and fibromyalgia outcome was unknown. The reporter considered abdominal distension, device expulsion, embedded device, fibromyalgia and genital haemorrhage to be related to essure. Concerning the injuries reported in this case the following were reported via social media- fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : following event was added : fibromyalgia. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in uterus') and device expulsion ('coil embedded in uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and abdominal distension ("bloating"). The patient was treated with surgery (surgery is on (B)(6). Essure was removed. At the time of the report, the embedded device, device expulsion, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, device expulsion, embedded device and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in uterus') and device expulsion ('coil embedded in uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal distension ("bloating"), fibromyalgia ("fibromyalgia") and anxiety ("anxiety"). The patient was treated with cannabis sativa (cbd adrexol), vilazodone hydrochloride (viibryd) and surgery (surgery is (B)(6), hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, genital haemorrhage, abdominal distension, fibromyalgia and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, device expulsion, embedded device, fibromyalgia and genital haemorrhage to be related to essure. Concerning the injuries reported in this case the following were reported via social media- fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter added. New event ¿anxiety¿ added. Treatment products added. On 23-mar-2020: new reporter added. Non-drug treatment updated with "hysterectomy". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in uterus'), device expulsion ('coil embedded in uterus') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with surgery (surgery is 6th january). Essure was removed. At the time of the report, the embedded device, device expulsion, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, device expulsion, embedded device and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: essure device embedded, partial expulsion of device, bloating, genital bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.